Event description:
It was reported that insulin gauge displayed amount different than expected, and customer experienced ongoing issue with pump fill estimate showing 60 units instead of expected amount. No information was received regarding impact to the customer¿s blood glucose level. Customer declined troubleshooting, no corrective actions were taken, and technical support closed case without further intervention.